Manufacturer narrative:
(B)(4). Device evaluation: product testing was not performed as the product was not returned for investigation. Manufacturing record review: manufacturing records review was not performed as lot number of the complaint product was unknown/not provided. Labeling review: direction for use (dfu) of eye drops family was reviewed and adequately provides instructions, precautions, and warning for the proper use of the product. Product deficiency was not determined for the reported event as neither returned product nor lot number was available. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
Expiration date: unknown. Mfg date: device manufacture date: unknown. All pertinent information available to abbott medical optics has been submitted.

Event description:
A female patient's mother called to ask how many days contact lens can be kept in the lens case. She additionally reported that her daughter had red eyes with use of consept onestep one week ago. Patient went to the hospital and the doctor diagnosed conjunctivitis. Female patient received eye drops and was told not to wear contact lens for one week by the doctor. The name of the eye drops was not provided. No further information was provided. The report suggests patient used solution and tablets and had an adverse event, therefore, an MDR for the solution and for the tablets will be submitted. This report represents the solution.